Event description:
During exploratory laparatomy for colon resection, a ligasure atlas tissuefusion open instrument was opened, it was connected to the valleylab triad electro cautery unit; it was not in use at the time but it appeared to activate itself and alarm; it was unplugged until team was ready to use it. Plugged in and used by the surgeon, approx 10 mins later, 2 individuals were shocked and the pt appeared to jerk. The ligasure instrument was being used on the bowel at the time. It was disconnected and a new instrument was opened and the case proceeded.